Event description:
A pt was implanted with a 1.5mm ti adaption plate, 20 hole/90mm for a bi-lateral mandible fracture. Approximately 1 week post implant, the pt was returned to the operating room for a revision procedure. At some point during the one week, the adaption plate broke and pt was revised to a 2.5mm locking reconstruction plate with 2.4mm locking screws.

Manufacturer narrative:
Additional info has been requested. Investigation could be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.